Event description:
The customer contact reported during preventive maintenance testing at the user facility, the ac power adapter was found to be hot to touch. On an unspecified date, the ac power adapter was connected to a gemstar pump. It was reported that the pump would not power on using the ac power adapter; however, the ac power adapter became hot to touch. No specific details were provided. There were no reported adverse patient events and no reported delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.